Manufacturer narrative:
Continuation of d10: product ID: 106a3, product type: console product event summary: the patient data files were returned and analyzed. Two patient files were received and recorded on the reported date of the event. Patient file #1 showed four applications were performed using a 217f3 catheter with lot number 37575. The file also showed system notice 50016 (the injection has stopped because the cryomapping temperature exceeded the preset value by more than 15 degrees) during cryo-mapping at application #1. The console output data (pressure, preset pressure and flow) showed the temperature profile during thawing was as expected. Patient file #2 showed three applications were performed using a 207f1 catheter with lot number 25267. The patient file did not show any system notices on the reported date of the event. The console output data (pressure, preset pressure and flow) showed the temperature profile during thawing was as expected. The received failure file contained failure records for the date of the event and showed system notice 50016 on the reported date of the event. In conclusion, the reported issue of stalled thawing was not observed during data file analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a focal procedure using a cryoablation device, multiple issues occurred. The device stopped freezing mid -ablation on several occasions, and a system notice indicated that the injection was stopped because the cryomapping temperature exceeded the preset value by more than fifteen degrees. While ablating near the atrioventricular (av) node, the patient developed 1st and 2nd degree av block. Attempts to come off cryo resulted in the temperature stalling at around 0 degrees without thawing. The catheter had to be pulled and "unstuck," followed by the patient experiencing av nodal injury. The physician surmised that the patient injury occurred due to the thawing stall. The outcome of this case is unknown. During a later servicing, the temperature stalling and system notice were unable to be reproduced. No further patient complications have been reported as a result of this event.